Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): as per plaintiff profile form and plaintiff supplied records, it was reported that on (B)(6) 2005 patient had placement of a sling due to stress urinary incontinence, dysmenorrhea and menorrhagia with a concurrent laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy. After implantation patient experienced pain, infection, recurrence, bleeding and dyspareunia. (B)(4).